Event description:
Covidien received info that this n65 pulse oximeter display is missing segments in the saturation of peripheral oxygen (spo2) readings. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).